Event description:
It was reported by the patient that they underwent incisional hernia repair on (B)(6) 2005 and mesh was implanted. The patient experienced hernia recurrence and underwent another hernia repair procedure and mesh was implanted. The patient experiences sporadic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5035855.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.